Event description:
Boston scientific received information that there was a concern for remaining longevity on this implantable cardioverter defibrillator (ICD). Device memory was saved to a disk and sent in for analysis. The analysis determined the time from implant to middle of life 2 was greater than 36.5 months. The current monitoring voltage was 2.55 volts. There was no longer a concern for premature battery depletion at that time. Approximately five months late this device was explanted for normal elective replacement indicator (eri) battery status and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.